Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): according to the received information, when trying to pull out the forceps (art. 30310mds), some resistance was felt. After that, it was found that a part of the outer sheath material was damaged. The part of the damaged material was not found yet. It was stated that at present, the patient is in good condition. Based on the information available so far, there could be a risk of a foreign body left in the patient. So, there is not yet enough information available to classify the health impact or if any occurred. (MFR's. Internal complaint (B)(4)).

Manufacturer narrative:
On 17th march 2022 photos of the affected product were received and the manufacturer was informed that the product has been discarded by the customer. The product could, therefore, not be returned to the manufacturer and the investigation could only be based on the received information and photos. The photos show that there are damages (e. G. Scratches) on the insulation of the outer sheath of the forceps insert. Based on the visible damages and the received incident description, it can be assumed that the damage to the insulation potentially happened when the instrument was pulled out by the user during the surgery. Since the product has already been discarded, the damage could not be inspected in more detail. Based on the age of the product, it could also be possible that there had been wear and tear to the sheath before. In the corresponding IFU of the product the risk of a damaged insulation is pointed out and it is stated to check all articles for function and damages immediately before and after every use and to withdraw damaged devices from use.

Event description:
Further information received: no residual capsules or other residues were found in the patient's body, and the surgery was completed as scheduled.